Manufacturer narrative:
(B)(4). The device was not returned for evaluation. As a result, the reported condition was not confirmed and the assignable cause was not identified. A service history review was performed revealing that the device has not been previously sent into service for the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 813:01 on channel b; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. It is unknown if a patient was involved. The software version is currently unknown at this time. No additional information is available.